Event description:
It was reported the patient fell (date unknown) and the patient's ipg may have migrated. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the system was replaced. Issue resolved.